Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with one infusion set. The cannula was kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. The site of insertion was the abdomen. Patient regularly rotated site location. Patient confirmed that the inroducer needle was ahead of the cannula prior to insertion. Patient changed soft cannula infusion set only and resumed insulin. No further information was available.